Event description:
It was reported that the patient presented during remote follow-up. Review of the transmission revealed that the right ventricular lead exhibited noise over-sensing. Programming changes were performed. The patient was in stable condition.

Event description:
Additional information received noted that the noise problem reoccurred. No interventions were performed. The patient was in stable condition.